Manufacturer narrative:
This is the final report. The device history record and the complaint history were reviewed. The analysis showed no trend for item/lot. The product was not returned.

Event description:
Allegedly revision of poly component and the talar component to achieve m/l constraint. Removal of competitor's hardware.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01547, 01548.